Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days ((B)(6) 2021 per the timestamp). Intermittent no external power alarms were active on (B)(6) 2021 from 00:20:31 ¿ 00:34:23 due to a dual power cable disconnect from battery power. Pump operation was not affected. The backup battery supported the controller during this event. A root cause for the reported event was unable to be conclusively determined through this investigation; however, the alarms appear to be due to a dual disconnection of the power cables due to user error. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient changed his controller on (B)(6) 2021 due to a no external power alarm. Through log file analysis it was captured that prior to the driveline disconnect there were power cable disconnects which were followed by no external power events. The patient was on battery power prior to the power cable disconnects and the emergency backup battery (ebb) operated while the no external power events were active. These all occurred on (B)(6) 2021 between 0:20:31 and 0:24:44.